Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent primary breast augmentation with two 325cc mentor memorygel breast implants, suffered spontaneous bilateral breast implant ruptures, post-procedure. In 2019, the patient noticed a shape change and lumps on the left breast and thought she may have breast cancer. However, that was ruled out by a mammogram taken on (B)(6) 2020, that confirmed it was a left breast implant rupture. The deflation on the right side was confirmed during the time of bilateral explantation on (B)(6) 2020. Subsequently, the patient underwent bilateral replacement with the following devices: (left) 475cc mentor memorygel breast implant catalog: 3504751bc lot: 9493225 sn: (B)(4) and (right) 475cc mentor memorygel breast implant catalog: 3504751bc lot: 7676019 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On november 16, 2020, the mentor failure analysis lab received the device for evaluation. On december 3, 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during the visual inspection, the sample was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture at a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).